Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a laser lithotripsy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis console. According to the complainant, during the procedure, it was noted that the laser fiber broke in the sheath. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.